Event description:
Rn hanging bendamustine with secondary tubing that came from the pharmacy on b line. Secondary micro-clave on primary line and rn attached secondary line on to primary line where them microclave is. As soon as turned plum pump on, machine alarmed "proximal occlusion". Rn changed out primary tubing. Manufacturer response for primary plum set, ICU medical primary tubing (per site reporter).